Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction (mi). In (B)(6) 2008, the patient presented with complaints of chest pain associated with shortness of breath over a period of one week. The patient was diagnosed with silent ischemia and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (prox lad) with 90% stenosis and was 4mm long with a reference vessel diameter of 3.7mm. The physician treated the lesion with pre-dilation and placement of a 3.50x12mm taxus perseus stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient complained of frequent episodes of watery diarrhea associated with nausea, vomiting and generalized weakness. The patient was hospitalized. ECG revealed no acute st changes. However sinus tachycardia was observed with heart rate of 102. Cardiac enzymes were found to be elevated consistent with protocol definition of myocardial infarction. Subsequently the patient was diagnosed with urinary tract infection, acute gastroenteritis, acute renal failure and non st elevation myocardial infarction. The patient was started on ceftriaxone IV and was recommended for cardiac catheterization. It was planned to hold ace inhibitor secondary to elevated creatinine. The patient was treated medically. All the events were considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).